Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 41mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter was 19mm-22mm and 10mn in length. It was reported that during follow up a type ib endoleak was noted. The cause is unknown. The physician performed an intervention where an additional endurant limb was placed and the type ib endoleak was resolved. The intervention was completed successfully. No additional clinical sequelae were reported and the patient is doing fine. Review of cta¿s 6 years post-implant revealed that a talent stent graft system had been implanted; the bifurcate is currently approximately 4cm below the renals and several other mfg¿s aortic cuffs have been implanted proximal to the bifurcate to just below the renals. The ipsi limb was positioned within the left external iliac and the left internal artery had been coiled. The contra limb was positioned within the right common iliac artery. The max diameter aaa measured 5.5cm and there was contrast seen within the sac from a likely distal type I endoleak from the right limb. Both limbs are patent. The distal right limb measured 19mm and the right common iliac artery measured approximately 22mm at the level of the distal limb. The exact cause of the distal type I endoleak could not be determined from the images provided. Earlier post-implant images were not provided. It is possible that disease progression due to vessel dilation may have contributed to the current lack of a distal seal.